Event description:
Patient in operating room for laparoscopic hand assisted low anterior resection. Prior to procedure bilateral ureteral stents were placed. At the end of the procedure, the stents were removed. However one of the stents was not removed in entirety and it appeared to have been transected. A c-arm xray of the abdomen was completed and revealed che stent was in the right ureter. A cystoscopy and right retrograde pyelogram were then performed and it was decided that there was a transection of the right ureter. A laparotomy was then performed and the remainder of the stent was removed and the right ureter repaired with stent placement.